Event description:
It was reported that this right ventricular lead perforated as confirmed through x-rays. This lead was explanted and successfully replaced with a passive lead. No additional adverse patient effects were reported.